Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional reportable information. A completed questionnaire was received on 04/29/2014. (B)(4).

Event description:
A surgeon reported that a radial tear in the anterior capsule was discovered during cataract extraction. A free floating capsulotomy was reported and the cause of the radial tear is unk. Additional information was received, the surgeon indicated, "there was an unk problem that with the laser" and the event had resolved with no additional treatment.